Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was on failover and the active directory had shrunk during data synchronization. A technical support specialist found an error in the active directory logs from the previous day. A data source error occurred while batch updating user accounts. Switching to failover mode.' The tss restarted the active directory service and contacted the customer with the deployment guide. However, there was no response from the customer despite multiple follow-up attempts. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, it was on failover and the active directory had shrunk during data synchronization. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.